Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and out of range (oor) low shock lead impedance after an induction shock was delivered. The local boston scientific field representative reported that this occurred during change out. Additional information was obtained from the field representative indicating that there was no actual noise detected on the electrogram (egm), just that the value for shock impedance after the induction shock was delivered indicated noise. After the pocket was closed, the field representative reported normal shock impedance measurement. The system remains in service. No adverse patient effects were reported.